Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to contour meter; observed lower readings. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date/time not set): 117mg/dl, (B)(6) 2015, 05:48am, fasting: yes; 67mg/dl, (B)(6) 2015, 04:00am, fasting: yes; 128mg/dl, (B)(6) 2015, 06:41am, fasting: yes; 73mg/dl, 06/25/2015, 05:56am, fasting: yes; 104g/dl, (B)(6) 2015, 05:58am, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strips had poor storage.